Event description:
It was reported that the ac cord has exposed wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Product has not yet been returned to manufacturer for evaluation; follow-up report will be issued as necessary based upon investigation results.